Event description:
The pt reported o-ring falls out of the inside of the adapter of her insulin infusion device. She stated she is changing her adapter with every cartridge change (every 6 days). To troubleshoot, she was instructed to remove the insulin cartridge and inspect it. The pt did not find anything unusual. The pt then stated she has gone through approximately 2 adapters in the last 6 months. She stated she discarded the adapters but would send back her current adapter when she next changed her cartridge. Replacement adapters were sent. On follow up, the pt stated she changed her cartridge the previous night on the o-ring on the adapter was intact. The pt did not report blood concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.